Event description:
During total parenteral nutrition (tpn) administration on a newborn patient, the nurse (rn) noted that the intravenous (IV) tubing line was leaking at the 0.2 micron filter. The tubing set was exchanged for a new one and the leaking set was given to the biomedical department for evaluation.